Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had rf pic failed selftest. The customer¿s blood glucose level was unknown. The customer reported that they pump is beeping and got rf pic failed selftest alarm. Troubleshoot was performed and the customer reported customer states the alarm received was rf pic failed selftest. Assisted customer in performing a self test. Test failed. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to confirm the rf pic failed self test alarm and unable to perform any tests due to lcd physical damage. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.